Manufacturer narrative:
Result: a review of the manufacturing records for the device could not be conducted since the lot number is unknown.

Manufacturer narrative:
Additional event description details added. (B)(4). Multiple attempts to gain additional information were made but these attempts did not yield any additional information.

Event description:
On an unknown date, a patient was treated with gore excluder aaa endoprostheses, for an unknown etiology. On (B)(6) 2015 an open surgery was performed to treat a suspected type 1 endoleak of unknown location. The gore excluder aaa endoprostheses were explanted and replaced with dacron prostheses. The patient did well following the procedure.

Event description:
On an unknown date, a patient was treated with gore® excluder® aaa endoprostheses, for an unknown etiology. On (B)(6) 2015 an open surgery was performed to treat a type 1 endoleak of unknown location. Further information was requested, but is not available.